Event description:
Caller alleged discrepant results compared with the lab. Results as follows: dates: (B)(6) 2011, 1st inratio: 1.7, 2nd inratio: 3.8, 3rd inratio: 2.8. Dates: (B)(6) 2011, 1st inratio: 3.6, lab: 3.2. Patient tested in the morning and got a 1.7. Patient didn't feel right do six hours later he got a second reading of 3.8. Immediately following second reading he used the same finger stick and got 2.8. Six minutes between lab draw and meter test.

Manufacturer narrative:
Pending investigation.